Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that during a soccer game, patient felt some discomfort and received an error message on his receiver. Upon removal of sensor, patient claims that sensor was still in his skin but that he was unable to see it. At the time of his call to dexcom technical support, patient reports feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.